Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. The customer was treated with food and glucose tablet. Customer has been experiencing low blood glucose for 1 week. Customer stated that insulin pump got wet. Customer was advised that pump will be replaced.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with a cracked reservoir tube lip. No moisture damage on the motor assembly or electronic assembly was noted during visual inspection.